Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing, and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set disconnected. The event was further described as ¿¿the tubing proximal to the patient had disconnected from the port¿. The reporter stated, ¿it sheared very cleanly and that it looked like it had fallen out¿. This issue was identified ¿after they hooked up a bag to the set¿. The bag contained an unspecified solution. There was no patient involvement. No additional information is available